Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose (bg) ranged between 200-210 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.